Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Unable to verify keypad unresponsive and motor arm failed self-test alarm due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had a failed self test alarm and unable to clear the alarm due to buttons were unresponsive. Customer¿s blood glucose was 5.8 mmol/l at the time of incident. Customer stated that the insulin pump. No troubleshooting was performed. Insulin pump is being replaced and is not expected to return for analysis.